Event description:
Medtronic received report that two 5 x 15 concerto coils of the same model and lot had resistance/were stuck at the non-medtronic catheter hub. A replacement coil was used to continue the procedure. During the same procedure, two 6 x 20 concerto coils of the same model but different lots could not be detached. The instant detacher was replaced and other coils were used and detached successfully to complete the procedure. There was no harm or injury to the patient associated with this event. Ancillary device: progreat microcatheter

Manufacturer narrative:
Continuation of d10:  product ID ID-1 (lot: unknown); product type: ; implant date n/a; explant date n/a product ID nv-6-20-helix (227626150); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the concerto implant coil failed to detach using an in-house instant detacher or by breaking the break indicator and retracting the release wire as the release wire was found stuck. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no issues and the implant coil detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.